Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized for congestive heart failure. The pt was found to have three blocked arteries. He was discharged on (B)(6) 2014, with an external defibrillator. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.